Event description:
Sorin group (B)(4) received a report that the control panel of the s5 roller pump did not power up. There was no report of pt injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is being submitted on behalf of the device MFR - sorin group (B)(4). To resolve an FDA inspection observation, the sorin group (B)(4) MDR procedure was revised. As committed to FDA's office of compliance, a retrospective review of customer complaints is being performed and mdrs will be submitted in accordance with the revised procedure. This MDR is being submitted beyond the 30 day reporting requirement as it was identified during the retrospective review. The device was returned to sorin group (B)(4) for eval. Eval of the returned product confirmed the issue and found the cause was due to a defective component on one of the circuit boards. No further action is deemed necessary.